Event description:
(B)(4). Heavy periods with large clots to the point of needing towels to sit in my car or in my bed always bleeding thru my clothes. Depression and anxiety. Stabbing pains in stomach area.